Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported filed event of telemetry anomaly could not be confirmed in the laboratory. The device was tested on the bench and found to be normal. The inductive and rf telemetry were normal throughout testing.

Event description:
It was reported prior to implant the rf telemetry would not work. This device was not implanted.